Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the heavily calcified right coronary artery. The balance middleweight universal ii guide wire was advanced to the lesion and atherectomy was performed. An nc trek balloon was advanced on the guide wire without issue. A non-abbott stent was delivered and implanted. Upon removal of the delivery system of the stent it became stuck on the guide wire and the devices were removed together. Once everything was removed from the patient, it was observed that the polymer part of the guide wire had completely peeled off and was crumpled. The tip of the wire separated when outside the patient. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material twisted / bent (core), peeling / delamination (core), and material separation (polymer) were confirmed. The reported difficult to remove could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that a stent delivery system (sds) encountered resistance with the guide wire during removal. Analysis of the returned guide wire noted a kink and damaged coils on the distal core. This type of damage can occur due to interaction with the anatomy. It is possible that the wire sustained damage during use, resulting in reduce clearance with the sds, subsequently contributing to the resistance during removal of the sds. Additionally, it was reported that after removal of the wire, the polymer was noted be damage and the wire separated. It is possible that manipulation of the wire, when resistance was encountered, contributed to the polymer damage and separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.